Manufacturer narrative:
The clinical reference guide cautions any clients that has a history of keloid formation. The device was not evaluated since there is no indication of a device malfunction. A medical officer at cynosure has spoken with site to provide feedback on the treatment. This is a reportable adverse event due to the permanent injury.

Event description:
It was reported that a patient experienced keloid scars on the neck area following a surgical treatment using tempsure.